Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins). The patient reported getting poor coupling. It was reported that due to poor coupling, the stimulator cannot be charged. It was reported that it has been 2-3 weeks since a full charge was done. It was reported that 0/8 coupling boxed were filled in for the last 3 week prior to the report but the saturday prior to the report it was taking long to charge and the charge wasn¿t moving. Troubleshooting was initiated and the patient was instructed to reposition antenna over the ins and turn antenna dial through all 4 positions. It was reported that a poor coupling screen was indicated. After turning the dial, the patient reported that there were 6 coupling boxes but barely move their hand and it went away. The patient reported that their ins was in an inconvenient spot. The patient reported that they already had an adhesive disc and it did not help. A replacement ins recharger antenna was requested and the patient was told to contact their healthcare professional if the coupling issue is not resolved. No patient complications have been reported because of this event. No symptom was reported